Event description:
The customer reported that the system displayed communication errors and the system was locking up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.